Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional(hcp) reported that a patient was injected with 1 ml of juvéderm® volbella¿ xc into the lips and perioral area. A month later, the patient was injected with a syringe of juvéderm® volbella¿ xc into the nasolabial folds, perioral area, and mental crease. A month and a half later, the patient presented with swelling at the injection areas, though patient has minimal pain, no redness or nodules and normal capillary refill. During this visit, the patient disclosed previously unknown health information including a history of hypothyroidism, osteomyelitis and dermatitis requiring antibiotics, various allergies, a prior lip filler and a recent rash before the onset of swelling. The hcp prescribed a medrol dosepak and antihistamine resolving the swelling within 24 hours. However, after a subsequent flight, the patient's symptoms returned with moderate erythema upon landing. The hcp instructed the patient to stop the oral steroid and prescribed clarithromycin and ciprofloxacin. Two days later, the patient received hylenex showing good capillary refill. Three days later, patient reported new symptoms including white pustules, oozing, crusting, severe itchiness, erythema, and firm lumps under the skin. After consulting an infectious disease specialist a biopsy was performed showing no growth and the patient was switched to high dose of bactrim and keflex. Six days later, the patient reported abscesses, pus, and pain. Although symptoms improved somewhat a week later and nodules persisted. Upon completion of the bactrim and keflex, symptoms recurred. The patient started care from different hcp and received ipl treatments, hydroxyzine, sculptra in other facial areas, and botox® for the lips and mentalis, unrelated to the ongoing event. Patient still experiences holes in the lips and harness. The symptoms are ongoing. This is the same event and the same patient reported under patient identifier (B)(6). This emdr is being submitted for the third suspect product, unspecified dermal filler.